Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, they were unable to set up the system and get it to work. No injury or medical intervention was reported.